Event description:
It was reported that the programmer had intermittent problems interrogating devices. Another programmer run beside this one had no interrogation issues. Changing the programming head did not resolve the issue. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis confirmed the reported event. Rf (radio frequency) connector on a printed circuit board assembly is loose. System fan is noisy.